Manufacturer narrative:
Manufacturing site evaluation: samples received: a contaminated used sample without packaging is received. Stock verification: stock were verified. There are no available units of the product code and batch code in stock. No other complaints for this material / batch code are reported; (B)(4) units of this batch code were manufactured and distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Performed a visual inspection on the sample received, without a closed sample a suitable analysis cannot be performed. Final conclusion: complaint is justified. Corrective / preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Suture broke during surgery.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.